Manufacturer narrative:
This is an addendum to the initial emdr to correct the error in the expiration date.

Manufacturer narrative:
Visual examination identifies that an electrical short circuit presented during use as was reported. It was also confirmed that a fluid leak had presented. Based on evaluation of the device it appears, that the most likely cause of the device short circuiting was the presence of irrigation fluid on the pc board. Evaluation of the device found that fluid had entered the unit and went past the motor seal and entered into the housing. The hydrosurg housing is attached to an IV pole and is away from the sterile field and not in direct contact with the patient or the surgeon. A review of the manufacturing records for the reported product code and lot number revealed that the lot was manufactured to specification and no anomalies were found. Review finds no other complaints have been reported to date for this production lot of (B)(4) units. While a definitive cause of the fluid ingress was not readily identified during sample evaluation there are multiple steps within the manufacturing process that could contribute to fluid passing beyond the lip seal assembly. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the seal in the motor of the hydrosurg irrigator leaked and short circuited the device. There was no patient or user injury or harm that presented.